Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-09, 6970020 - equinoxe, humeral stem primary, press fit 9mm. 320-10-00, 6919275 - equinoxe reverse tray adapter plate tray +0. 320-38-00, s274758 - equinoxe reverse 38mm humeral liner +0.

Event description:
As reported, during set-up for a reverse shoulder surgery, the preparation steps took place as usual. While preparing the assembly of the elements ( fixation of the humeral adaptor on humeral stem) the head of the screw broke incorrectly , which made the liner implementation impossible. Devices were not used and the outcome of this was the customer returned other implants & sent back to manufacturer.

Manufacturer narrative:
(H3) the torque defining screw issue reported may have been the result of the surgeon applying an off-axis twisting force to the torque screw when attempting to torque to 11 n-m, which resulted in the screw head breaking improperly.